Event description:
The patient reported a loss of therapy. The patient no longer used his stimulator device. It would not charge and the patient wanted it removed. The patient had a lot of back pain. No interventions or outcome were reported regarding this event. Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator. Relevant medical history included non-malignant pain and complex regional pain syndrome type 1.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the attorney on (B)(6) 2016 claimed that the patient's device had not worked since approximately (B)(6) 2013. It was noted that the patient's device was temporarily effective in relieving the patient's left thigh pain, but then allegedly failed within a year and a half of implant. It was also claimed that a year and a half after implant, the patient's device "quit charging altogether." The attorney also claimed that the patient had incurred the following "damages": physical pain, mental anguish, disfigurement, and physical impairment. The attorney also stated that the patient had a history of chronic back and lower extremity pain.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-39, lot# n328876, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, product type: accessory. Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery overdischarged and permanently damaged. Analysis determined that the implantable neurostimulator (ins) is permanently damaged due to one lengthy overdischarge. The overdischarge along with the length of time the device was not used damaged the battery which is now causing an expected rapid discharge. The last recorded recharge prior to being recovered in the analysis lab was on (B)(6) 2013. Further, it appears the device had depleted into sleep mode (where therapy is locked) on (B)(6) 2013. Overdischarge would have occurred some time after that when the battery depleted down to or below 2.0 volts. Thus, as expected, when received in the analysis lab, the ins did not have telemetry and no output was observed on any electrode pair. The ins did not sync with a restore sensor patient programmer. The ins recharged normally after one full physician mode recharge (pmr). On (B)(6) 2017, pursuant to the agreed protocol, the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins. The initial recharge was stopped after a total of 6 hours (recharger showed 3/4 charge). However, the battery depleted fairly rapidly after this initial charge and subsequent recharges showed shorter recharge times from empty to full due to the battery damage from overdischarge. This rapid recharging is characteristic of a battery damaged by overdischarge. After the first recharging, an initial review and trace report were obtained from the ins. As documented upon receipt of the system, the leads were returned still connected to the ins. And, once charged, the ins output was tested at the distal end of the returned leads. Good stable output was observed on all electrode pairs the ins had when it was received. Also, good stable output was observed on all electrode pairs in reference to the #0 electrode. There were no issues observed when pressing on the ins can. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. The ins failed the final functional test on both the automated test console and automated accelerometer test system. The ins could not pass these tests due to the battery damage from overdischarge. An attempt to recharge the ins just prior to the accelerometer test showed the battery go from empty to full in about 10 minutes. Due to the apparent damage from overdischarge this is not an unexpected outcome , but prevented the accelerometer test to complete due to rapid depletion of the battery. There is no evidence the ins was depleting rapidly prior to the overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: additional analysis of the implantable neurostimulator (ins) was performed that involved cutting the device op en to visually examine the internal visible components. Analysis of the ins found there were no visual anomalies of the internal visible components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that once the device stopped accepting a charge, the device began to cause worse lower back pain than before the implant. The company representatives were unable to adjust the device¿s program to enable the battery to charge and the unit to function as intended, to reduce the patient¿s now increased pain. The indication for use included: chronic back and neck pain, rsd of the right foot, and left thigh pain.

Manufacturer narrative:
The event date captured has been updated at this time due to the report that the "date of defect" was approximately (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a legal representative reported they experienced ¿new low back pain,¿ ¿shocking during reprogrammings,¿ and a ¿program malfunction.¿ it was also reported the patient¿s ¿battery stopped accepting charge¿ approximately 18 months after implant. The ¿date of defect¿ for the patient¿s events was reported as approximately (B)(6) 2013 and it was noted the patient¿s device was removed on (B)(6) 2017.